Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, ventricular injury was reported. Cardiac tamponade developed after the procedure and thoracotomy for hemostasis was performed. Hemothorax developed following the thoracotomy so removal of the hematoma was performed. Eleven days following the valve implant, an incision infection was reported. Medication was administered. One month, twelve days following valve implant, the infection was reported to have resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.